Manufacturer narrative:
(B)(4). Batch # p57h2h. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information provided: -additional resection and hand suture were performed on the rectal mucous membrane which was not cut completely when the event occurred. The surgeon used the device after a long intervals. He commented that it is possible that the device did not fully incorporate the rectal mucous membrane and this caused the event. The hospitalization was not prolonged. The patient already discharged from the hospital.

Event description:
It was reported that during a hemorrhoidectomy, the target tissue was not cut completely, and it looked like about 15 staples were deployed on the target tissue. The device was used on the anus. The surgeon suspected if all 28 staples had been loaded into the device properly. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: p57h2h. Device evaluation: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.